Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, the patient underwent removal of the implant due discomfort. One (1) cortex screw, three (3) unknown screws, and an unknown plate were removed. Due to the position of the cortex screw, it was difficult to remove and broke, however all implants were removed successfully. The doctor reported no harm to the patient and no other possible surgery. It is unknown if there was a surgical delay. This report is for an unknown plate. This is report 3 of 3 for (B)(4) and captures the cause of implant removal. The intraoperative breakage is captured under (B)(4).